Event description:
A customer observed a positively biased vitros phyt result from a patient sample on a vitros 5, 1 fs analyzer. The customer states the results were reported and then questioned by the patient's physician but there was no allegation of patient harm as a result of this event. A repeat test of the same sample produced a negative result. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
The investigation into this event determined that the original analysis of the patient sample generated error codes indicated that the sample was low in concentration. No result was generated. The customer misinterpreted the instrument error codes as an elevated result and diluted the sample. The diluted result again generated an instrument error code indicating the sample concentration was low and again was misinterpreted. The customer then reported a result as twice the upper end of the reportable range, which was incorrect. The instrument had generated a flag that directed the user to check the error codes. The error code stated the sample concentration was low and should not have been diluted. The investigation into this event concludes that the root cause was operator error.